Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the section of vascular and sigma colon during a laparoscopic sigmoidectomy, the surgeon was able to press the green button, but the staple was not able to fire. They used another device with the same lot number three times. The fourth device was working right to complete the case. There was no patient injury.